Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic with loss of capture. Few days later, patient presented for revision and upon opening the pocket, it was found that the set screw was not tightened down. Once the set screw was tightened, all measurements were normal. Patient is in stable condition.